Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller indicated that they planned to scan the patient's low back for back pain and that the patient reported the stimulator was not working. Troubleshooting was not required. The issue was not resolved through troubleshooting. Caller states the patient indicated she has 'a lead that's not working'. The patient attributed this to an instance about two years ago where they had to go through airport security screener and upon going through got a big headache.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6). Implanted: (B)(6) 2016. Product type lead product ID 3778-60 lot# serial# (B)(6). Implanted: (B)(6) 2008. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 02-mar-2020, UDI#: (B)(4). Product ID: 3778-60, serial/lot #: (B)(6), ubd: 04-feb-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2016, product type lead, product ID 3778-60, lot# serial# (B)(6), implanted: (B)(6) 2008, product type lead, correction: section a1 has been updated/corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.